Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient's right atrial (ra) lead exhibited low pacing impedance and oversensing of intermittent noise, insulation anomaly was suspected. The lead was capped and replaced (B)(6) 2021. The patient was stable post procedure.